Manufacturer narrative:
The pump is in the process of being evaluated. A follow up report will be filed upon completion of the evaluation or if additional info becomes available.

Event description:
Customer reported a failure code 810:04. Customer reported. There were no pt injuries associated with this report and there have been no incident reports filed since the last baxter service event. Customer did not have info whether incident occurred during pt infusion. Although baxter requested, no additional info was provided regarding pt demographics, medication involved, or device programming info. No additional contact info was provided.